Manufacturer narrative:
Based on the claim against the product by the customer noting the stereo viewer on the console is not moving up or down, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the customer reported issue. The fse replaced surgeon switch panel - left (sspl) to resolve the issue. The fse inspected limit switches for high resolution stereo viewer (hrsv) and found no issues. The fse performed ergo calibration and the system passed ergo calibration. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the stereo viewer on the console is not moving up or down. The customer attempted to power cycle the system, but the issue remains. The surgeon was able to move over to the other console that was already connected and is proceeded with the case. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the csr if the issue was noticed only with the surgeon switch panel - left (sspl) or also when attempting with another surgeon profile. The tse viewed system logs with no errors noted.